Manufacturer narrative:
Additional information: time of event, short description, product grid, b5, g3. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the neurosurgical inpatient unit that magnesium sulfate 5g/110ml was programmed to infuse at a rate of 36.7ml/hour for a duration of 3 hours. When the nurse returned to check the patient's vital signs it was noted that the medication had completely infused within 15 minutes. There were no adverse effects caused to the patient from the event.

Event description:
It was reported from the neurosurgical inpatient unit that a secondary infusion of magnesium sulfate 5g/110ml was programmed to infuse at a rate of 36.7ml/hour for a duration of 3 hours. When the nurse returned to check the patient's vital signs approximately 10-15 minutes later, it was noted that the medication had completely infused within 15 minutes. It was reported that the intravenous site went "interstitial", however there were no interventions required to counteract the event, nor any adverse effects caused from the event.

Manufacturer narrative:
Additional information: d9, e2 the customer¿s report that a secondary infusion of magnesium sulfate 5 g / 110 ml, programmed to infuse at a rate of 36.7 ml/h for an expected duration of 3 hours, had completely infused within 15 minutes could not be replicated during this investigation. The inspection process performed on pump module found it to be in fair condition. Timed rate accuracy test was performed on the pump module. The device was found to be delivering IV fluids within specification.an incidental finding of the received pcu having a defective battery, as the pcu would not power on with the returned battery even when pcu was plugged in, was observed. A review of the pcu event log around the reported event date and time shows at 11:32 am, the pump module was programmed to infuse a secondary infusion at the reported calculated rate of 36.7 ml/h with a vtbi of 110 ml for a duration of an approximate 3 hour infusion. Further review of the log noted no further infusion from the device. A review of the device history record showed the device had a manufacture date of 02/17/2011. The review was performed from the date of manufacture to the date of product release for distribution.

Event description:
It was reported that a bag of magnesium sulfate was set to infuse over 3 to 4 hours in the neuorlogical critical care unit, but the medication infused in 15 minutes. There was no patient injury.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a bag of magnesium sulfate was set to infuse over 3 to 4 hours in the neuorlogical critical care unit, but the medication infused in 15 minutes. There was no patient injury.